Manufacturer narrative:
Concomitant medical product: dtba1d1 ICD, implanted: (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold post lvad (left ventricular assist device) placement. It was also observed that the r-waves had dropped. It was noted that the lead appeared damaged by the lvad placement. Therefore, the rv lead was capped and replaced. It was additionally reported that there was placement difficulty with the replacement lead and that there was low r-waves when mapping across the right ventricle after one screw in attempt. It was also noted that the screw would not deploy after the first attempt. Therefore, the replacement rv lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.the helix exceeded specification the number of turns to extend and retract. The analyst noted the helix did not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.